Event description:
It was reported the parkinson¿s disease patient¿s deep brain stimulator (dbs) system was ¿infected from the implantable neurostimulator (ins) pocket.¿ it was further reported the patient had developed ¿bacteremia¿ at the device pocket and that this required antibiotic treatment. The patient¿s entire system was explanted as a result of the event. There were ¿no alleged product issues¿ with the explanted components. The patient was alive with no injury at the time of report and was ¿responding to antibiotics therapy.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 37086, serial # unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type extension; product ID 3389-40, serial # unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead. (B)(4).